Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found confirmed reported complaint. The motion status bar remained green and ias (image acquisition system) did not start up. The system did not initialize. Software/firmware mismatch error. Firmware installers confirm installed firmware was n/a. Unable to hold firmware. B01, c10, d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000568r, serial/lot #: (B)(6) rev .1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) the manufacturer representative went to the site to test the imaging system and and replaced hardware part. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi50001605, serial/lot #: 4.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found as not a software issue and software functioning as designed codes b01, c19, d14 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi50001065, #:version: 4.1.0 ,product ID: bi71000568r, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No add info received.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that x-ray could not be taken out, so when the device was rebooted, the motion status bar remained green and image acquisition system (ias) did not start up. The imaging system was discontinued and the operation was performed by switching to another system. It was confirmed that there was no 96 v output of power conversion and later replaced gpio, then the system is working. This issue occurred intra operatively and caused no surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
(H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000568, serial/lot #: -; product ID: bi71000860, serial/lot #: -. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.